Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to moisture damaged electronic assembly on pcb1. Unable to perform functional testings due to missing segments/partial display. Unit was received with faded serial number label, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had moisture damage after bath at the sea. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.